Manufacturer narrative:
(B)(4). (B)(6). One unit was received with approximately 100ml of fluid in the bladder. The visual inspection of the unit confirmed the reported leak (backflow) condition at the fill-port. Subsequent examination of the unit reveals the cause of the leak condition was due to a fragment of acrylic resin (approximately 1.7 mm in size) trapped under the check-band. A batch review will be performed. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a folfusor elastomeric device was observed with backflow during filling with fluorouracil. This observation was made prior to patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the leak was determined to be particulate matter trapped at the stress member/ checkband interface. Should additional relevant information become available, a supplemental report will be submitted.